Event description:
The reporter stated they received a blood glucose result of 581mg/dl and took 14 extra units of insulin based on the result. The customer stated that he began to feel symptoms of low blood and paramedics were called. When paramedics arrived the results stated were 42mg/dl. The customer was given orange juice to drink. No controls were in use before or after the event. A request was made for the return of the suspect device and replacement product was sent.